Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient lost consciousness due to hypoglycemia. Patient's blood glucose (bg) level dropped below 40 mg/dl while wearing the pod. Patient regained consciousness after being treated by family members and bg levels regulated back to normal.